Event description:
Health care professional reported a rupture. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on november 14, 2023. It is possible to determine the lot number 2203379 and catalog number n-27-ff105-220 of the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health care professional reported a rupture. This relates to the right side. Device has been explanted and replaced with a non allergan device.